Event description:
Event description cpi received information that this myocardial lead was removed from service during elective generator replacement due to a fracture near the connector. Another lead of the same model was coincidentally removed from service at that time as well.